Event description:
Dealer states that client brought hand pendant in to them on thursday (B)(4) and alleges that while hand pendant was charging it started to smoke and burn after approximately 3 hours on the charging cycle.